Event description:
It was reported that during a da vinci-assisted robotic-assisted low anterior resection surgical procedure, the cable on the small grasping retractor became disconnected, causing the instrument to be unusable. This retractor was passed off the sterile field to be tagged and sent down to spd to be addressed and a new small grasping retractor was opened to finish the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting cable disconnected, an investigation was completed to determine the cause of this reported event. The small grasping retractor instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was not installed in the clevis. The complaint regarding a disconnected cable was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was not installed in the clevis. The complaint regarding a disconnected cable was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint regarding [add complaint details] was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. The probable root cause of pitch cable breakage, whether partial or full, is attributed to a reduction in the ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This complaint is considered a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.